Manufacturer narrative:
Upon further evaluation of the returned device, service observed a leak from the instrument/forceps channel due to a perforation in the channel tube. A leak was also observed at switch #1 due to deformation of the switch. The insulation resistance was out of specification due to a missing part on the distal end cover. The angulation in the up direction was out of specification due to wear of the angle wire. The gap of the up/down knob was out of specification due to wear of the angle wire. The insertion amount was out of specification due to the crumpled part of the suction channel tube. The light guide lens was broken, and the light guide bundle was not in good condition. A crease was observed on the connecting tube, due to chemical stress applied during the cleaning, disinfecting, and sterilization processes. The rubber adhesive was broken in the bending section. The scope cover and light guide connector were deformed, and the video cable protector was damaged. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified procedure, a liquid leak was observed at the channel. The procedure was completed using a similar device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material was coming out of the biopsy channel. This report is being submitted for the foreign material found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to identify the foreign material in question. It was concluded that there was no deviation from the instructions for use by the user facility. Therefore, it was not possible to presume a further cause of the suggested phenomenon. Olympus will continue to monitor field performance for this device.